Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction code appears again.